Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem, however noted a vent inop occurrence due to an o2 motor error in the ventilator's diagnostic log history. The service technician replaced the oxygen valve to correct the finding. Performance verification testing were completed and tests passed to operating specifications.